Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is leaking saline implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "leaking" saline implant. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior side, fold crease and brown particles. A leak test and microscopic analysis were performed which identified a sharp break. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear opening.

Event description:
Patient reported a right side "leaking" saline implant. Device has been explanted.

Event description:
Device has been explanted.